Event description:
A malfunction was reported on a customer's pump, but no notable events occurred prior to the issue. It was unknown or unreported whether the issue affected the customer's blood glucose levels. Technical support provided information on resetting the pump and assisted the customer with the reset. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact technical support if the issue reappeared.